Manufacturer narrative:
The service rep replaced the high voltage tank and power supply #3. He also cleaned and regreased the high voltage cable. The system operates as intended.

Event description:
The customer reported that the 9800 system made a popping noise while the system was in pulse and low dose mode. No patient injury was reported.